Event description:
It was reported that a spectrum pump had an upstream occlusion during an infusion of magnesuim/potassium and they "had to pull air out". Additionally, "while infusing fosrepetent it took longer than expected". The infusion duration should have been 30 minutes but took a total of 55 minutes to infuse. This occurred during patient therapy at the cancer center. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: catalogue# unknown spectrum. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.